Event description:
Ambulating now with a crutch/ ambulating with a cane [crutch user]. Knee arthroscopy [knee arthroscopy]. Septic/ recurrence of a septic knee/ septic knee [arthritis septic] ([knee swelling], [fever], [synovitis of knee], [joint pain], [condition aggravated], [knee effusion]). Decreased range of motion/decreased motion [joint range of motion decreased]. Nausea [nausea]. Vomiting [vomiting]. Hla-b*27 positive [hla-b*27 positive]. Crp increased [crp increased]. Neutrophil count increased [neutrophil count increased]. Lk esterase urine [urine leukocyte esterase positive]. Rbc low [rbc decreased]. Esr increased [esr increased]. Slight elevation in temperature [body temperature increased]. Glucose level decreased [serum glucose abnormal]. Pain and swelling in her right thigh [pain in thigh]. Swelling in her right thigh [swelling of limb]. Pain in her elbows, shoulders, wrists and hands [joint pain]. Arthritis [arthritis]. Case narrative: initial information received on 02-oct-2018 regarding an unsolicited valid legal serious case received from a lawyer. This case involves a (B)(6) female patient (175.2 cm and (B)(6)) who experienced ambulating now with a crutch/ ambulating with a cane, septic/ recurrence of a septic knee/ septic knee with symptoms of fever,right knee swelling , sudden increase in pain/ worse pain/ increased pain in her left knee/ pain in her elbows, shoulders, wrists and hands and knee aspiration, slight elevation in temperature with a maximum temperature of 99.40 f, decreased range of motion, nausea, vomiting, run a fever, synovitis of knee, hla-b*27 positive, crp increased, neutrophil count increased, lk esterase urine, rbc low, esr increased, glucose level decreased, mild effusion and sudden increase in pain/ worse pain/ increased pain in her left knee/ pain in her elbows, shoulders, wrists and hands, knee arthroscopy, slight elevation in temperature, pain and swelling in her right thigh and arthritis while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included oedema peripheral, lipoma, female sterilisation, tonsillectomy, skin neoplasm excision, meniscus injury and depression, rheumatoid arthritis, heart disease, tenderness in "acromian" and greater tuberosity, tenderness of subacromial bursa and the subdeltoid bursa. The patient's family history included diabetes mellitus, obese, hypercholesterolemia, hypertension with mother. Patient's father suffered from emphysema. Her brother had history of obese and hypertensive disorder. At the time of the event, the patient had ongoing arthralgia, hypertension, seasonal allergy and food (avocado) allergy. The patient's past medical treatment(s), vaccination(s) was not provided. Concomitant medications included ibuprofen (ibuprofen); hydrocodone bitartrate, paracetamol (norco); paracetamol (tylenol [paracetamol]); meloxicam (meloxicam); amitriptyline (amitriptyline); fluticasone (fluticasone); naproxen (naproxen); omeprazole (omeprazole); vitamin d2 (vitamin d2) and calcium (calcium) and ginger (ginger) on (B)(6) 2017, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate), injection via intra-articular route (lot - 7rsl018a, expiration date may-2020) for osteoarthritis and arthropathy. The patient visited the emergency department for pain and swelling which started experiencing on (B)(6) "2018" and had labs drawn. The patient was told that she likely had an infection of the right knee, she was given a prescription for bactrim and told to follow up with her orthopedic surgeon. On (B)(6) 2017 during the follow up, the patient presented with right knee pain. The patient states that she was diagnosed as having osteoarthritis of the knee and sought treatment through (B)(6). They did an injection into the knee. After her injections she should thought she became septic. The patient was treated with oral antibiotics. The patient again had a follow up on (B)(6) 2017 and reported that she has had sudden increase in pain and slight elevation in temperature with a maximum temperature of 99.40 f. The patient thought that she had recurrence of a septic knee. When she was last seen last week she had attempts at aspiration with no fluid obtained because there was no fluid in the knee. The patient is ambulating now with a crutch maintaining worse pain and symptoms in her right knee. On (B)(6) 2017, the patient had arthroscopic synovial biopsy, right knee. The patient had synovitis of the knee. The patient had aspiration prior to placement of the "arthroseope", which yielded approximately 15 cc of blood-tinged fluid. The fluid was cloudy and could not be easily seen through. During the follow up on (B)(6) 2018, still maintains pain and swelling in her right thigh. She has been compensating for her right knee pain and is now "laving" increased pain in her left knee. She has arthritis in many of her joints. She was also having pain and swelling in her right thigh. On (B)(6) 2018, the patient came for another follow up to the hospital. The patient had a knee arthroscopy of the right. The patient had attempted to rehabilitate her knee on her own but has decreased motion and was currently ambulating with a cane. The patient maintains a mild effusion which is consistent with her history of having a recent knee arthroscopy. She does not have any erythema she does have decreased motion of motion (joint range of motion decreased). The patient has clinical evidence of postoperative changes of the knee with no evidence of infection. On (B)(6) 2018, the patient had crp increased, hla-b*27 positive, neutrophil count increased, lk esterase urine, rbc low, glucose level decreased (blood glucose abnormal). On (B)(6) 2018, patient presented in medical care facility with multiple joint pains in the shoulder upper extremity and left knee. Relevant laboratory test results included: aspiration joint - on an unknown date: [no fluid]. Blood bilirubin (0.3 - 1.2 mg/dl) - on (B)(6) 2017: 0.2 mg/dl [low]. Blood glucose abnormal (70 - 99 mg/dl) - on (B)(6) 2017: 112 mg/dl. C-reactive protein increased (0 - 30 mm/h) - on (B)(6) 2017: 42 mm/h [elevated]. Culture - on (B)(6) 2017: [no growth]. Gram stain - on (B)(6) 2017: [few wbc no bacteria]. Hla-b*27 positive - on an unknown date: [positive]. Neutrophil count (1.56 - 6.13 unk) - on (B)(6) 2017: 7.90 unk. Red blood cell count decreased (4.63 - 6.08 unk) - on (B)(6) 2017: 4.50 unk [low]. Red blood cell sedimentation rate abnormal (0 - 30 unk) - on (B)(6) 2017: 40 unk; on an unknown date: 33 unk. Synovial biopsy - on (B)(6) 2017: [15 cc of blood-tinged fluid]. X-ray limb - on (B)(6) 2017: [moderate to severe osteoarthritis of the knee involving anterior medial osteoarthritis and patellar femoral joint]. Arthrocentesis - unk. Final diagnosis was sudden increase in pain/ worse pain/ increased pain in her left knee/ pain in her elbows, shoulders, wrists and hands, right knee swelling, glucose level decreased, esr increased, rbc low, neutrophil count increased, synovitis of knee, moderate run a fever, vomiting, nausea, decreased range of motion, mild effusion, lk esterase urine, crp increased, hla-b*27 positive, slight elevation in temperature with a maximum temperature of 99.40 f, knee aspiration, septic/ recurrence of a septic knee/ septic knee and ambulating now with a crutch/ ambulating with a cane. Corrective treatment: paracetamol (tylenol) for arthritis. Outcome- recovering / resolving for nausea, vomiting and unknown for the rest of the events. Seriousness criteria- disability for ambulating now with a crutch/ ambulating with a cane; medically intervention required and medically significant for septic/ recurrence of a septic knee/ septic knee. A product technical complaint (ptc) was initiated on 16-oct-2018 for synvisc one; batch number; unk; global ptc number: (B)(4). The production and quality control documentation for lot: 7rsl018a expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot: 7rsl018a no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 16-oct-18, there are 5 complaints on file for lot: 7rsl018 and all related sub-lots: (3) adverse event reports, (1) leaky syringe, and (1) tip breakage. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product complaint handling to determine if a CAPA was required. Additional information received on 16-oct-2018. Gptc number added and results were updated. Text amended accordingly. Additional information was received on 12-dec-2018 by a lawyer. Medical history of patient updated with rheumatoid arthritis, heart disease, tenderness in "acromian" and greater tuberosity, tenderness of subacromial bursa and the subdeltoid bursa. Patient's family's medical history was updated with hypertensive disorder, obese, hypercholesterolemia and emphysema. Events of knee arthroscopy, slight elevation in temperature, pain and swelling in her right thigh and arthritis were added. Clinical course updated. Text amended accordingly.